Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6014008, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6014008 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 28/jun/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5e03930 was manufactured according to the wi version 68 and manufactured in the sc05, and sc06 on 15-jun-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: extended by: needle out of specification, it does not affect the malfunction code the sub-assembly, welding the lot 5f04174 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 27/jun/2024, with a total of (B)(4) units. The lot 5f04163 was manufactured according to the wi version 34 welding in the machine ls06, and ls07, on 26/jun/2025, with a total of (B)(4) units. The lot 5f04177 was manufactured according to the wi version 34 welding in the machine ls06, and ls07, on 28/jun/2025, with a total of (B)(4) units. The lot 5f04175 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 28/jun/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5f03889 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 26/jun/2025, with a total of (B)(4) units, the lot 5f03941 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 27/jun/2025, with a total of (B)(4) units, the lot 5f03942 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 28/jun/2025, with a total of (B)(4) units, the lot 5f03943 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 28/jun/2025, with a total of (B)(4) units, the lot 5f03944 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 29/jun/2025, with a total of (B)(4) units, the lot 5f03945 was manufactured according to the wi version 40 in the gluing of connector in the line 03, on 29/jun/2025, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occured in the united states. It was reported that patient faced occlusion event on (B)(6) 2025. The blockage was in the tubing. No further information available.